Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, phrenic nerve stimulation was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed no anomalies. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event was phrenic nerve stimulation. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead revealed an extended helix with traces of blood. The measured full helix extension length was within product specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The results of the investigation concluded the analysis of the device was normal, no anomalies were found.